Manufacturer narrative:
The analysis of the lead detected fraying of the insulation 16 cm distal of the connector pin, as well as fraying of the coating of the rope conductor to the ring electrode in the same area. This damage manifestation can, with high probability, be regarded the cause for the clinical complaint. Fraying of the insulation requires an excessive mechanical load on the lead. The position and characteristics of the fraying lead to the assumption of the simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the outer conductor helix is probably a result of the explantation process. The analysis did not find any manufacturing errors or material defects of the lead.

Event description:
This lead was explanted due to oversensing after an implantation time of about 5 months. No deterioration of the patient's state of health was reported.